Manufacturer narrative:
Findings:pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 124 mg/dl. The customer stated that none her buttons are responding. The customer doesn't recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.